Event description:
It was reported that when patient presented to the clinic failure to capture and high, out of range, capture threshold were observed on the right ventricular lead. Autocapture mode was not on and due to no capture; the patient had a syncopal episode and fell. Programming changes were made at the time. Subsequently, the lead was capped and replaced on (B)(6) 2017. The patient was discharged in stable condition.